Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after receiving an alert for high voltage lead impedance greater than upper limit. All other electrical measurements for the implantable cardioverter defibrillator were within range. The physician elected to not perform any programming changes. The patient was asymptomatic and would continue to be monitored.